Manufacturer narrative:
Additional information: h6 type of investigation and h11. A review of the event history log was performed for the event date provided and shows an infusion was initiated with volume to be infused (vtbi) of 1000 ml and programmed rate of 999 ml/hr, and the pump entered run state. Approximately 59 minutes later, the pump recorded 971 ml delivered with 29.1 ml remaining, at which point infusion was interrupted due to an air in line alarm, and the pump transitioned to stop state. The recorded delivery is consistent with the programmed high infusion rate, indicating that the volume was infused within the expected timeframe. No evidence of delivery beyond the programmed vtbi or uncontrolled infusion was observed in the log. In conclusion, it is possible to observe that isolated downstream occlusion alarms and a single air in line alarm occurred during the infusion period; however, downstream occlusion alarms and air in line alarms may be caused by factors other than an intrinsic device malfunction, such as external line kinking, catheter resistance, patient related conditions, or environmental and handling factors, and therefore do not alone conclusively indicate a pump hardware failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during delivery. The patient was receiving a bolus programmed for 1000 ml, the bag ran dry prior to 1 hour. It was further stated that the review of the event history log for the event showed the infusion started at 23:31 with IV fluid programmed at 999ml and alerted for air in line at 00:30 (length of time is 59 minutes). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.